Event description:
Nurse reported hospitalization due to infection and uncontrolled blood glucose. Nurse stated that customer has two infections and uti. Customer is treating blood glucose with manual injections. Customer was brought to hospital via ambulance. Husband stated that customer was completely out of it, lethargic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.